Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, a new cartridge was loaded, and the infusion set was changed, and the pump performed as intended. Customer successfully resumed insulin deliveries after troubleshooting. In addition, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer's blood glucose level was 220 mg/dl.